Event description:
New information received notes that the patient was seen in clinic. Programming changes were made. It was also noted that the patient was experiencing pacemaker-mediated tachycardia with dizziness, palpitations and fluttering. Patient's heart rate was noted to reach above 90 bpm and dropped immediately afterwards. Programming changes were also made for adjustments. There were no further patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited inappropriate automatic mode switch due to far r-wave over-sensing. No intervention was performed. There were no patient consequences.